Manufacturer narrative:
Additional information: evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the instrument was received with a fully applied 3.5mm single use loading unit (sulu). Identifying witness mark from automatic firing fixture was present on instrument handle. Two malformed staples were stuck in two of the pusher finger slots. Both pusher fingers were damaged. Functionally, the two malformed staples were removed. The pushers on the sulu were reset and the sulu reloaded into the instrument. The jaw closes smoothly. The pin slide advances fully. The handle actuates smoothly into pre-clamped and clamped position. The jaw opens, handle unlocks, and pin slide retracts when black release button was depressed. The instrument and sulu were cycled with acceptable results. It was reported that the instrument did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the device was applied over thick tissue exceeding the recommended tissue range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: tissue thickness should be carefully evaluated before firing any stapler. Refer to specification chart and the tissue compression re quirement section. Tissue compression requirement refers to the compression requirement of each staple size. The ta loading units should not be used on tissue that will not comfortably compress, or that compresses to less than, the specified compression requirements, displacement may occur, and or hemostasis may not be obtained. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open anterior resection, during stapling of the sigmoid colon, the stapler did not engage into firing position. A second stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.